Event description:
As the physician was deploying coils into an ophthalmic aneurysm fluid was observed leaking from the hub of the 053 neuron. Upon further inspection, the proximal end was observed to have a crack developing near the hub where the yellow jacket slides over the catheter. The physician completed the deployment of the coil and then removed and replaced the neuron with an envoy catheter.

Manufacturer narrative:
Technical evaluation: the catheter fractured at the transition between the hub and the main shaft. It appeared that the device was bent approx 90 to 120 degrees causing the fracture at the hub. The root cause of the fracture may have been the user technique in manipulating the device. The user may have been holding the device with one hand at the hub/main shaft transition creating a levering effect between the more rigid material of the hub, and the less rigid material of the main shaft, creating a force of impact at the transition section which resulted in the device fracture at this transition. The use of the device in this way is not often encountered in routine clinical usage. The DHR of this mfg lot has been reviewed and is attached. This MDR is being filed as part of the remediation action taken in response to the 483 issued to penumbra on (B)(4) 2009. A review of the device history record (DHR) was completed on part # 1147-04.b (lot# l14760). All appropriate inspections were completed per process monitoring requirements or 100% inspections where required. (B)(4). Failures could not be attributed to the incident as all parts that failed inspection have been rejected and all parts released met specifications. No other anomalies were found with this lot due to the mfg process. The parts released in this lot met process requirement.